Event description:
Was not able to get enough air thru device so I had a hard time breathing and the air coming thru smelled like cigarette smoke. Removed filter and cleaned, replaced but still having same problems. Had numerous asthma attacks where I had to use my inhaler as well as eye discharge, sinus and ear infections. FDA safety report ID # (B)(4).